Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® serum/cat plus blood collection tubes there was no label or missing label information ( all packaging levels) the following information was provided by the initial reporter: ¿defective marking.¿

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for printing with the incident lot was observed. Additionally, evaluation of the customer samples was performed and printing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported before use of the bd vacutainer® serum/ cat plus blood collection tubes there was no label or missing label information ( all packaging levels) the following information was provided by the initial reporter: ¿defective marking.¿